Manufacturer narrative:
The oad was received at csi for analysis. Detailed analysis revealed the driveshaft to be fractured, and the saline sheath was separated in the same area. The cause of the saline sheath damage is unknown, however it likely occurred during device removal attempts. The distal driveshaft crown section was not returned. There was foreign material on and embedded within the driveshaft proximal to the driveshaft fracture. The driveshaft was also fractured at the lap weld, which also contained the embedded foreign material. There was no other damage to the driveshaft or oad. Scanning electron microscopy analysis of the fractured driveshaft filars identified fatigue and torsional ductile overload consistent with the driveshaft having been pulled to failure. It is hypothesized that the driveshaft fractures are due to high tensile forces experienced during removal of the device from the patient, however the exact root cause is undetermined. Spectroscopy analysis of the foreign material revealed it to contain mainly flourine (ptfe - teflon) with carbon and oxygen. Teflon is used in various ancillary devices and may have originated from one of the devices used to remove the driveshaft from the patient. However, this could not be confirmed and the source of the material remains unknown. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
A stealth peripheral orbital atherectomy device (oad) became stuck in the calcified distal peroneal artery. Multiple troubleshooting attempts were performed in an attempt to remove the device from the patient, including advancing the control knob, moving the sheath, and inserting additional catheters; however they were unsuccessful. The patient was transferred to a hospital facility and a cut down procedure was performed to remove the oad. The patient was in stable condition throughout the procedure and was discharged (B)(6) 2020.